Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear. Blood glucose was reported to have increased to 519 mg/dl and did not decrease despite administration of correction bolus doses. It was further noted that an automated delivery restriction alert occurred on the date of event. The patient developed symptoms including vomiting and dehydration, prompting her to seek medical attention. She was subsequently admitted to the intensive care unit with a diagnosis of ketones in her blood. The patient received treatment consisting of insulin injections, potassium, and blood clot medicine. She remained hospitalized for approximately one and half days and was discharged on (B)(6), 2026. The patient reported that upon pod removal following hospital discharge, the cannula was observed to be bent, which the patient believed was the cause for the elevated blood glucose.